Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken assessed as fold flaw opening and surgical damage also observed an opening assessed as surgical damage and missing piece of shell assessed as inconclusive. As per the investigation procedures creases and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. The device has been explanted.